Event description:
It was reported that a balloon burst occurred. The stenosed target lesion was located in the arteriovenous fistula. A 12.0 x 40, 75cm mustang balloon was used for percutaneous transluminal angioplasty (pta) procedure. However, it was noted that the balloon burst while blowing it inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was in stable post-procedure.